Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump successfully using an alternate cable. The customer's blood glucose level was 250 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified as no usb cable was returned with the device.